Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve with this delivery catheter system (dc s), a rupture of the access site with an unspecified hemorrhage occurred. Following the implant procedure, it was noted that the vascular complication was treated with endovascular therapy. No additional adverse patient effects were reported.